Event description:
The patient had an unrelated surgery yesterday. The therapy was fine yesterday but today, the patient was in severe pain, the therapy was not working. An information request was made regarding the patient programmer (pp). When synching with the ins the antenna was not being used. The stimulation was on group d 2.1v but the stimulation was usually on group b. The patient turned the stimulation off and then turned stimulation on. Changed to desired program b, 0.7v and began increasing stimulation. Additional information has been requested.

Manufacturer narrative:
Product ID 37651, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).